Event description:
It was reported per field service report: symptom - constant alarm and no display. Biomed confirmed this on (B)(6) 2012. Findings/action taken: biomed came in on (B)(6) 2012 and found the pump in the shop. The note said constant alarm and stopped pumping. Pump was on pt. No harm to pt. Pump was switched out. Biomed was unable to duplicate the problem. The fsr (field service representative) sent the biomed another cpu (central processing unit) board. Biomed installed the 2nd cpu and ran until (B)(6) 2012. Biomed placed the unit in service on (B)(6) 2012. The cpu board (lot# kc2032589) is being sent to the manufacturer. The original board is not being sent back. No report of pt death, complications or injury. No medical/surgical intervention was required. Pt outcome is no harm to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.